Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon advancing, the stent was stuck in a previously deployed stent and upon trying to pull the device out, the stent delivery system (sds) broke at the transition from the balloon to the hypotube and that piece was left inside the patient's body. The patient underwent a surgery in order to remove the broken portion of the device. No patient complications were reported and the patient was doing fine after the surgery.

Manufacturer narrative:
Device evaluated by MFR: part of the stent delivery system (sds); was not returned for analysis (part with the manifold/hub and the hypotube). A visual examination of the crimped stent found that the stent had detached from delivery system, damaged across the whole length, with stent struts stretched, distorted and misaligned. There was visible tissue/material that was attached to stent struts. The balloon body was reviewed and the balloon appeared damaged, squashed in the mid-section and disfigured towards the distal end. Dried blood was visible inside the balloon body. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found an extrusion break at the port site entry as well as inner and outer extrusion kinks. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon advancing, the stent was stuck in a previously deployed stent and upon trying to pull the device out, the stent delivery system (sds) broke at the transition from the balloon to the hypotube and that piece was left inside the patient's body. The patient underwent a surgery in order to remove the broken portion of the device. No patient complications were reported and the patient was doing fine after the surgery.